Event description:
My seizure detection watch, an FDA approved device failed to alert during a seizure. The error reported on my phone was 'server error, alert not sent'. Nobody knew I had a seizure. The app obviously knew I had a seizure and tried to report it, but there was a malfunction on empaticas side. FDA safety report ID # (B)(4).